Event description:
A 475lb pt on hercules table with the beach chair positioner in place. Pt was not moving and sudden loud noise heard and nurse saw pt fall to floor. Nurse helped brace pt until he could be assisted by operating room assistants. The surgeon assessed pt. The pt was found to be without injury and the pt stated that he was okay. The plan for the surgery was aborted.